Event description:
Event was reported to caldera medical by an attorney. Legal complaint states that the patient symptoms such as pelvic pain and discomfort, bowel problems, painful sexual intercourse, and other problems that have required continued treatment since the defendant products were implanted. No further information has been provided.